Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure on (B)(6) 2019 of a right atrial lead, unfavorable threshold measurements were observed. When the lead was attempted to be repositioned the helix would not extend. A new lead was used to complete this procedure. No adverse health outcome was reported. This lead is not expected for return.